Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant this right ventricular (rv) lead exhibited decreased pace and shock impedances and increased thresholds. An x-ray confirmed that the lead has dislodged. Surgical intervention was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.